Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. A software corruption was noted and a user download restored the device. On (B)(6) 2013 the device was explanted and replaced for normal elective replacement indicator.